Manufacturer narrative:
(B)(4). Additional information received: the black tip on device harhd36 was intact. The other tip delaminated at the tip end. No harm to patient. New device added to the field and surgery completed without incident. Upon review of the information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is now being considered not reportable. Type of reportable event: MDR decision is now not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hernia repair the tip failed and broke. A similar device was used to complete the case. There were no adverse patient consequences.